Event description:
It was reported that during angioplasty procedure the device allegedly ruptured. It was further reported that the balloon had retraction issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one vaccess pta dilatation catheter has returned for evaluation. On the visual evaluation of the device it appeared bloody the partial catheter returned with the balloon completely detached from the catheter and not returned for evaluation. No other anomalies noted. Microscopic observation was performed to note the detachment of the catheter. No functional performed due to the condition of the device. Therefore, the reported balloon rupture and retraction issue remains inconclusive as the balloon completely detached from the catheter and not returned for evaluation to perform the functional testing. The investigation as confirmed for identified detachment of device as the balloon completely detached circumferential from the catheter on the device which returned for evaluation. A definitive root cause for the alleged balloon rupture and identified detachment of device could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during angioplasty procedure the device allegedly ruptured. It was further reported that the balloon had retraction issue. There was no reported patient injury.